Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 70% stenosed lesion being treated was located in the moderately tortuous, moderately calcified mid circumflex (cx). The lesion was not predilated. The physician attempted to place the 2.25x8mm taxus liberte atom stent, but was unable to cross the lesion. The physician removed the stent delivery system and predilated with a 2.0x8mm unspecified balloon. Another attempt to cross the lesion with the taxus liberte atom stent was made, but unsuccessful. Upon removal, the stent was found to be damaged. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified that the device was returned with the stent dislodged and resting on the lumen just over the distal markerband. A strut in the middle section of the stent was raised. The balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Mandrel resistance was encountered due to the presence of solidified contrast media and blood within the entire length of the lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 70% stenosed lesion being treated was located in the moderately tortuous, moderately calcified mid circumflex (cx). The lesion was not predilated. The physician attempted to place the 2.25x8mm taxus liberte atom stent, but was unable to cross the lesion. The physician removed the stent delivery system and predilated with a 2.0x8mm unspecified balloon. Another attempt to cross the lesion with the taxus liberte atom stent was made, but unsuccessful. Upon removal, the stent was found to be damaged. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status is fine.